Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found -leaks from a rubber and light guide tube; the plastic distal end cover insulation was required. Unable to perform the test due to a torn bending section cover, bending section cover required torn a-rubber, advanced diagnostics - removed per process, light guide lens required pinhole: the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the investigation results, it is likely that the user understanding differed from olympus' recommendation in handling the device and reprocessing steps. . However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): IFU provides the detection method in bf type p60 operation manual_preparation and inspection_inspection of the endoscope. IFU includes the preventive measures in bf type p60 reprocessing manual_cleaning, disinfection, and sterilization procedures_manual cleaning. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the bronchofiberscope was incorrectly reprocessed. The issue occurred during reprocessing. There were no reports of patient harm.